Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had malfunctioned. A field service engineer (fse) observed no failures, conducted thorough testing in the hardware test application unable to identify any issues, and found that the half height matrix drawer bus cable was not properly seated. After disassembling, inspecting, and reseating all sensor connections and retractor bands, the fse resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure. The customer reported that they had to access the medications from another pyxis station. There were no adverse events or injuries reported based on this event.